Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address: initial reporter city: device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented nitro set pvc tbg segme leaked from an unspecified location. This was observed during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed using the naked eye did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed including clear passage and pressure testing; and the results were satisfactory. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.